Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A drive stall occurred at the end of the second priming sequence. The pod delivered 59 priming pulses, of which 49 were in first prime. At the end of second prime, the firing flat was not lined up with the release bar, and the needle mechanism was not deployed. The drive stall indicated a failure to detent, accompanied by a slight decrease in pulse widths. No data abnormalities were present in the rerun, and no damages or deficiencies were observed. The cause of the hook talons failing to detent the ratchet gear could not be determined.